Event description:
In 2013 I was implanted with the st jude medical eon mini ipg model 3788 and it worked for roughly a year and a half. In 2015, it began to cause pain, extreme heat and electrical shocks up my back. I contacted st. Jude medical and they informed me that I did not have the defective device since it was implanted after the recall. I explained that I have the model 3788 which is on the recall and they stated that they fixed the issue and kept the same model number. I know that is not true as they would not continue to use a recalled model number. I have seen my doctor in the town I am in and also have the st. Jude rep for this area and they have both told me that I need to have the device removed and replaced as I do have the defective model and I also have the defective leads. The right lead has migrated from my occipital location and attached itself to a nerve in my neck. If the ipg is turned on it causes severe pain in my neck. St. Jude medical is refusing to pay for the surgery and I cannot afford to pay for it as I am disabled. They are refusing to pay for removal of their defective device and defective leads. The recall on these devices have been closed but there are many of is who are just learning of the recall as st. Jude never notified us on the recall. The FDA needs to open the recall again in order for us to have st. Jude help us and explant their defective devices. I need help and no attorney will take my case due to the fact that the FDA closed the recall.